Manufacturer narrative:
As reported, the tip of the two 5f mynx control vascular closure device (vcd) started to split as the devices advanced into the unknown sheath. There was no reported patient injury. Analysis of the returned devices indicated the sealant sleeves were split. The devices were not used in patient. The mynx vcd was used in a diagnostic left heart catherization. 5 french x 11 cm non-cordis sheath was used. The devices were stored in a drawer, in the cath lab. They were removed from the package with sterile technique. There was no difficulty prepping the devices and they were prepped per IFU. The sheath kinked/bent upon removal. The devices were split and there was no separation. Hemostasis was achieved by manual compression. The hospitalization was not extended as a result of the event. The device represented in was returned for analysis. A non-sterile mynx control vascular closure device 5f was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed and the stopcock was open. The syringe was not connected to the device. The sealant remained in the manufacturing position, and the sealant outer sleeve assembly was observed to have been kinked/bent as received. No damage was observed in the atraumatic wire distal tip. The procedure sheath was not returned with the device. Per microscopic analysis, visual inspection under magnification showed that the sealant remained in the manufacturing position, and the sealant outer sleeve assembly were kinked/bent. No damage was observed in the atraumatic wire distal tip. The involved procedure sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. A product history review of lot f2101301, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported ¿atraumatic tip-frayed/split/torn-in patient¿ was not confirmed during analysis or the returned devices. The sealant outer sleeve assembly was observed to be kinked/bent. The exact cause of the difficulties encountered by the customer could not be conclusively be determined. Handling and/or procedural factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during insertion into sheath, that could obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. This is one of two reports that are associated and the report numbers are 3004939290-2021-02157 and 3004939290-2021-02158.

Manufacturer narrative:
The device was returned and section d9 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt. This is one of two reports that are associated and the report numbers are 3004939290-2021-02157 and 3004939290-2021-02158.

Manufacturer narrative:
Additional information: d10: 5 french x 11 cm boston scientific super sheath. Additional b5 narrative: the mynx vcd was used in a diagnostic left heart catherization. 5 french x 11 cm non-cordis sheath was used. The devices were stored in a drawer, in the cath lab. They were removed from the package with sterile technique. There was no difficulty prepping the devices and they were prepped per IFU. The sheath kinked/bent upon removal. The devices were split and there was no separation. Hemostasis was achieved by manual compression. The hospitalization was not extended as a result of the event. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two reports that are associated and the report numbers are 3004939290-2021-02157 and 3004939290-2021-02158.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event but the associated report number is not yet available.

Event description:
As reported, the tip of the two 5f mynx control vascular closure device (vcd) started to split as the devices advanced into the unknown sheath. There was no reported patient injury. The devices were not used in patient. The devices will be returned for evaluation.